Manufacturer narrative:
One (1) used list# 142560488 set was received for investigation. As received, the returned set was visually inspected and no visual defects were observed. The reported filter leak was confirmed by investigation. The reported infusate is taxol. The filter vent of the filter appeared to be in good condition. The returned set was leak tested per the product specifications and a leak was observed from the inlet filter vent of the returned set. No other leaks were observed. Red dyed water was used to analyze the origin and mode of the replicated leak. The leak appeared to seep through the filter vent material from various locations. The pressure applied and duration of use were not provided by the customer. The leak of the sample appeared to originate from a single location within the circumference of the filter vent hole. The probable cause of the observed filter vent leak in the sample is a hole in the vent material. A DHR review could not be performed because the lot number was not provided by the customer.

Event description:
The customer reported on an unknown date there was leakage of taxol on the air vent of the filter on a primary plum set. There was no harm reported. This record captures the second of two devices.